Event description:
The patient reported that their device was jumping and vibrating. They also reported that the device was adjusted and remains in use. The patient further reported that after they went home, their device started vibrating again. Follow up information provided that the patient was experiencing diaphragmatic stimulation from the left ventricular lead. The lead was reprogrammed and left in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.